Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they had high blood glucose level. Customer's blood glucose level was over 500 mg/dl when he went to emergency room and then admitted to hospital on (B)(6) 2018. Customer's blood glucose level was 460 mg/dl at the time of incident and customer's current blood glucose value was 186 mg/dl. Customer was treated with syringe. Customer alleged for possible under delivery of insulin. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer performed displacement test and test was passed. Customer reports insulin exited at the quick release. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The product was not returned for analysis.